Event description:
Heart lung machine alarm "pump overspeed" stopped arterial pump. Pump would not restart with start button; hand crank was used. Entire console had to be turned off and back on. Three minute loss of oxygen delivery to pt.